Event description:
A malfunction report was received from a distributor in france, indicating that a tandem pump experienced a technical issue described as malfunction: 4-0x2072. No information was provided regarding the customer's blood glucose levels, and it remains unclear if there was any adverse impact. The pump, which is out of warranty, will not be returned by the customer, and no additional actions or outcomes were reported.